Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4024-52 lead, implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high thresholds. The rv lead was capped and replaced. Additionally, it was reported that the atrial lead had low pacing impedance. The atrial lead was also capped and replaced. No patient complications have been reported as a result of this event.